Event description:
Patient's bard suprapubic 16fr indwelling catheter slipped out of place. Was noted to be in place upon patient's admission to [redacted] and fell out a few hours later. Patient did not feel when it came out, and rn saw that the balloon was deflated. Reporting in case this is a trend/possible product defect.